Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt would not communicate with a monitor. The cause for the failure was isolated to a cut trunk cable, severing the internal wires. The root cause for the open wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
On 9/23/2020, resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's electrode belt was causing a service code 204 (belt/monitor unusable).